Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that reportable malfunction was likely caused by applying external force to the distal end. As stated on the IFU and as a preventive measure, the user manual states: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus and repaired. During evaluation, it was found that the pink rubber on the probe unit was cut, the insertion tube was buckled, switch #1 was cut, there was low tension in the control knob, and the ultrasound image was intermittent. The investigation is still ongoing. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the ultrasound probe was inspected prior to use and found to be peeling and wearing down. It was reported there was no other physical damage to the scope, including kinks or coils, and the device had not sustained any deep impacts. No patient impact was reported.